Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient status post motor vehicle accident with deep vein thrombosis had an inferior vena cava (ivc) filter deployed below the level of the renal veins. Approximately one day post filter deployment, CT scan demonstrated acute pulmonary embolism involving the right middle lobe lateral segment and right lower lobe superior and anterior segments. CT scan also demonstrated an infrarenal ivc filter with two struts protruding outside of the ivc lumen just abutting the aorta. Approximately two months post filter deployment, the ivc filter was successfully retrieved. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one day post filter deployment , CT of the chest demonstrated acute pulmonary embolism involving the right middle lobe lateral segment and right lower lobe superior and anterior segments. Additionally, CT scan also demonstrated an ivc filter within the infrarenal location with two struts, anterior and left lateral protruding outside of the ivc lumen just abutting the aorta. The filter was retrieved using the recovery cone positioned over the filter apex. It is clear that the filter did not migrate to the heart as the filter was removed from the ivc. However, the investigation is inconclusive for filter migration as it is unknown the precise location of deployment. Additionally, the investigation can be confirmed for perforation of the ivc. It can be confirmed that the patient experienced pe post deployment; however the relationship with the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the ivc filter migrated and caused perforation with two struts protruding outside of the ivc abutting the aorta. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient status post motor vehicle accident with deep vein thrombosis had an inferior vena cava (ivc) filter deployed below the level of the renal veins. Approximately one day post filter deployment, CT scan demonstrated acute pulmonary embolism involving the right middle lobe lateral segment and right lower lobe superior and anterior segments. CT scan also demonstrated an infrarenal ivc filter with two struts protruding outside of the ivc lumen just abutting the aorta. Approximately two months post filter deployment, the ivc filter was successfully retrieved. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records received, the filter was retrieved using the recovery cone positioned over the filter apex. It is clear that the filter did not migrate to the heart as the filter was removed from the ivc. However, the investigation is inconclusive for filter migration as it is unknown the precise location of deployment. Additionally, the investigation can be confirmed for perforation of the ivc. It can be confirmed that the patient experienced pe post deployment; however the relationship with the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the ivc filter migrated and caused perforation with two struts protruding outside of the ivc abutting the aorta. The device was removed percutaneously. The current status of the patient is unknown.